Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had an MRI the week before last and ever since then they have been having symptoms. Patient said that they are not feeling the stimulation in their "left gonad" like they normally do. Patient wanted to know how to adjust their settings. Agent reviewed therapy expectations and programming considerations. Patient was in the process of connecting to their settings when someone arrived to see them. Patient said, "I'll call you back" and hung up abruptly.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.